Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the on/off button was stuck causing the system to be down. This could prevent the system from booting up; resulting in a loss of imaging functionality. There is no report of injury or death.